Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level ranged from the 400's mg/dl to 503 mg/dl with trace amounts of ketones. Customer contacted health care provider after call with tandem technical support to address elevated bg and no further information was obtained. The customer reverted to an alternate method in insulin therapy.